Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clip was applied to the cystic duct and the clip was malformed, one leg longer than the other. The clip was removed and the device would not fire. Another device was used to complete the case. There was no adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. Eval summary: as a lot number was not received, a device history review could not be performed.